Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away. The patient's spouse alleged that the implantable cardioverter defibrillator (ICD)  contributed to the patient's death. Attempts to obtain additional information were unsuccessful.